Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty of the target lesion located in the carotid artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient compilations reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon folds were loosely folded and there is contrast present inside the device prior to testing. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty of the target lesion located in the carotid artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient compilations reported and the patient condition was stable.